Event description:
Device missed treating for vt due to undersensing and the patient had to be rescued externally. Patient to be scheduled for lead revision. Should additional information be received, this file will be updated.